Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-02858, and #3005099803-2012-02859 for a description of the other devices. It was reported to boston scientific corporation that three interject injection therapy needle devices were used during an endoscopic submucosal dissection procedure performed on (B)(6) 2012. According to the complainant, when the physician injected the medicine into the first device, the needle was found to be blocked. Two other interject injection therapy needle devices experienced the same problem. No damage was noted to the devices, or packaging. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-02858, and #3005099803-2012-02859 for a description of the other devices. It was reported to boston scientific corporation that three interject injection therapy needle devices were used during an endoscopic submucosal dissection procedure performed on (B)(6), 2012. According to the complainant, when the physician injected the medicine into the first device, the needle was found to be blocked. Two other interject injection therapy needle devices experienced the same problem. No damage was noted to the devices, or packaging. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Evaluation of the returned device confirmed that the needle was blocked/occluded. A visual evaluation was performed; no damage or anomalies were observed. A functional evaluation was performed and the needle extended and retracted as intended. The device was tested to identify if the lumen was occluded. A syringe filled with air was attached to the inner hub and compressed; the syringe was not able to be compressed. A pin gauge was inserted through the needle into the proximal end of the needle. Some resistance was met, and a small piece of silicone was extracted from the inner diameter. This substance is likely 'mdx', a silicone based lubricant applied to the outside of the inner sheath during manufacturing. This is residual from the fabrication process, and does not appear to be a foreign contaminant. In addition, mdx was evaluated for biocompatibility and met biocompatibility requirements. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-02858, and #3005099803-2012-02859 for a description of the other devices. It was reported to boston scientific corporation that three interject injection therapy needle devices were used during an endoscopic submucosal dissection procedure performed on (B)(6) 2012. According to the complainant, when the physician injected the medicine into the first device, the needle was found to be blocked. Two other interject injection therapy needle devices experienced the same problem. No damage was noted to the devices, or packaging. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The response to the FDA request letter for this medwatch is attached.